Event description:
During product service by a service technician, a flogard infusion pump presented an f-49 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be a defective/inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.